Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cables being damaged was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files were provided. Available information for this event indicates that the controller was exchanged to resolve the issue. Multiple attempts were made to obtain additional information from the customer regarding the reported event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
User facility reported that the medwatch efr (B)(4), was received on (B)(6) 2025. The patient arrived at clinic on (B)(6) 2024 with noted damage to outer casing of the modular cable and white power lead on the primary controller. Modular cable and primary controller replaced. At same visit, the backup controller was being tested and an emergency backup battery (ebb) fault was noted. No data was transmitted to the monitor. The ebb and the controller replaced.